Manufacturer narrative:
Sex, weight, ethnicity, race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -13.5/3/85, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Foreign body attached to posterior inferior cornea was observed. Lens remains implanted. It was reported that medical or surgical intervention is not necessary. For status of the eye (signs/symptoms) the reporter stated " symptoms normal except for foreign body found during slit lamp exam." Cause of event was unknown. For cause details the reporter stated " believed to be a foreign body somehow left in the eye during surgery. As this is related to procedure, uncertain whether this should be user error or other." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).